Event description:
The customer was hospitalized with ketones. Troubleshooting revealed a "no delivery" alarm in the history and the nurse indicated the cannula was bent when the infusion set was removed. Technician explained the alarm and the pump was functioning as intended. Instructed to change set and try a new insertion site.